Event description:
It was reported that there was pacing and sensing failure occurred due to dislodgement of the right ventricular (rv) lead. It was also noted there was undersensing. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.